Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It was reported that during a procedure on (B)(6) 2015, a lumbar catheter was used. The customer reported that the tip of the device had broken off about 2 cm above the distal tip. It was not discovered that the piece had remained in the patient until a CT scan performed on (B)(6) 2015. It was decided that the tip would be left in the patient. No adverse consequence to the patient or delay in surgery was reported. The catheter was discarded after use, as they were not aware that an issue had occurred. No lot number information was available.